Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the magnet of the end effector fell off of the back of the part. This did not affect the case or the patient. The foot pedal was used and the breakage did not affect the outcome of the case which was successful.

Manufacturer narrative:
Reported event: the magnet for the pka end effector was found missing during a case. Foot control was used to complete the case and there was a 2 minute delay to change for foot pedal burr control. Device evaluation and results: visual inspection. Visual inspection shows the magnet is missing from the burr activation lever. Residual adhesive is shown on the device. Functional inspection. Without the magnet, the end effector is not functional. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 6/23/2016. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 111758, lot number 19340515 shows two additional complaints related to the failure in this investigation. These prs are (B)(4). Tracking of complaints related to the 111758 part number will be tracked through (B)(4). Conclusions: the failure was confirmed. No additional investigation is required. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The surgeon performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the magnet of the end effector fell off of the back of the part. This did not affect the case or the patient. The foot pedal was used and the breakage did not affect the outcome of the case which was successful.